Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017. After a couple of days, patient had been diagnosed with diffuse lamellar keratitis (dlk) stage 1 on left eye. Physician increased topical steroid dosage to every 2 hours in both eyes. Patient complained of blurry vision and some light sensitivity in both eyes. No loss of best corrected visual acuity (bcva) has been found at that time. Patient reported symptoms are not interfering with daily activities. Follow-up check on (B)(6) 2017 found uncorrected visual acuity od-right eye 20/20, os-left eye 20/30. Consulted for surgery if the symptoms of patient's condition persist. Bcva from (B)(6) 2017: right eye pre-op 20/20 -4.25 x -1.00 x 55, left eye pre-op 20/20 -4.75 x -.75 x 110.